Event description:
It was reported that a patient implanted had a spinal cord injury, which contributed to worsening symptoms. The device helped the patient with their incontinence issue. However, it made bowel movements more difficult. Attempts to adjust programming did not help resolve the issue. The patient had a full device removal on (B)(6) 2025. The patient is expected to make a full recovery.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Submitting supplemental record for product investigation conclusion and coding. Based on the information provided and the investigation conducted, the patient had difficult bowel movements, it is probable that the reported spinal cord injury that the patient experienced is contributing to the difficult bowel movements. It is likely that this situation contributed directly to the therapy challenges rather than a defect or failure in the product itself. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to patient condition since an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition-related adverse event.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient implanted had a spinal cord injury, which contributed to worsening symptoms. The device helped the patient with their incontinence issue. However, it made bowel movements more difficult. Attempts to adjust programming did not help resolve the issue. The patient had a full device removal on (B)(6) 2025. The patient is expected to make a full recovery.

Event description:
It was reported that a patient implanted had a spinal cord injury, which contributed to worsening symptoms. The device helped the patient with their incontinence issue. However, it made bowel movements more difficult. Attempts to adjust programming did not help resolve the issue. The patient had a full device removal on (B)(6) 2025. The patient is expected to make a full recovery.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Block e12: (correction). Initial reporter email. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inadequate stimulation was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.